Manufacturer narrative:
The reported observation was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of the observation. The estimated longevity would have been 2.1 years +/- .25-year per ¿ 90205144, assuming 700-ohm program impedances, for model 3660. The device provided 2.07 years of therapy at the time of the observation, suggesting the device had normal battery depletion, but had not declared end of life. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Per the product analysis, the device met normal device longevity. Hence, this event is no longer reportable.

Event description:
It was reported that diagnostic showed that the ipg is nearing end of life. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.